Event description:
Doctor stated that he had experienced two cases of a distal femur where the dynamic locking screws were discovered broken when viewing post-op x-rays. There was no medical intervention to remove the screws. Dates of procedures are unknown. No additional information is available. This report is for an unknown locking screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. See related report MFR #2520274-2013-04156 for complaint (B)(4). This report is for an unknown screw. Implant date of device is unknown. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.